Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "2 periprosthetic nodular images in lower ic". Later, patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.